Event description:
It was reported a pericardial effusion (pe) and cardiac perforation occurred. During a left atrial appendage (laa) closure procedure, it was noted that the patient's atria were both dilated and quite large in size and the heart was slightly rotated. A versacross connect (vcc) kit was selected for use. The patient was placed under general anesthesia and transesophageal echocardiogram (tee) was performed to confirm the procedure could proceed. After the right femoral vein access, the transseptal puncture (tsp) was completed using vcc through the watchman fxd curve access sheath (was). There were no multiple attempts required to track up / drop down into position on septum before tsp was performed. It was an average amount of time spent manipulating the vcc sheath on the septum for a proper tsp. The visualization was adequate, given the patients rotated anatomy. The amount of tenting was as much as the septum would allow; it was not abnormal in any notable way. The activated clotting time (act) was within optimal range. The was was advanced into the left atrium followed by a non-boston scientific pigtail catheter to access the laa. It was decided to re-attempt a new tsp for a better trajectory into the laa. A new tsp was going to be attempted, but then aborted after a pe was noticed on tee around the right ventricle and left ventricle on the posterior side of the heart. Two perforations were noted: in the right atrium to the left atrium through the posterior wall of the heart and in the laa which physicians believed to have been caused by the was while crossing the septum. A pericardiocentesis was performed, then the patient was taken to the operating room for cardiac surgery and blood transfusion interventions. The laa closure procedure was cancelled. The patient was discharged a few days post-surgical intervention.